Manufacturer narrative:
Product analysis a severe kink was visible on the graft cover over the stent stop 9.5cm from the graft cover tip. The taper tip was curved and deformed. It was not possible to advance a 0.035-inch guidewire past the kink site. There was no further deformation observed to the device. The reported positioning difficulties were confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was planned for implantation in the patient for a 50mm abdominal aortic aneurysm. It was reported that during the index procedure the device was prepped and flushed as normal. When the physician tried to advance the delivery system over a stiff wire, resistance was felt. The physician took the delivery system off the wire and flushed again. The physician tried to advance the delivery system again but felt resistance and did not feel comfortable pushing harder. Another limb of the same size was used and the procedure was completed. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.